Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with foreign body under left eye flap. It was initially treated with antibiotics, pred forte and increase in steroids. Surgeon did flap lift and foreign body removal and issue resolved. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and reports doing well after lift and removal. Patient reported symptoms are not interfering with daily activities. Best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 -.50 x -.50 x 140, left eye pre-op 20/20 -.50 x -.25 x 170. Bcva from (B)(6) 2017: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
It was reported that the account provided an incorrect sn of the system. The correct sn is (B)(4). As a result the following fields are being corrected: model number: 20005d, serial number: (B)(4), UDI number: (B)(4), manufacturing date: 5/31/2008. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.